Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the IV pole would not work and a system message was received during surgery. The surgery was switched out and completed with a second system. There was no pt impact reported, but there was a slight delay in the procedure. The customer reported that due to her intense daily activities, she would not be able to provide any add'l info.